Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was instructed to charge the pump using a wall adapter for 30 minutes. Customer¿s blood glucose was 86 mg/dl. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond.